Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018. With blood glucose of 657mg/dl. The customer's current blood glucose was 335mg/dl and customer blood glucose when admitted to hospital was 627mg/dl. The pump was alarming no delivery. The customer was treated by bolus with pump. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. The customer was not wearing the insulin pump during the hospitalization. The customer was not wearing the insulin pump less than 48hours.the insulin pump will not be returned for analysis.